Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 6.0 inr. Right away, he collected a sample from the same finger and tested it on the meter, resulting as 2.0 inr. The patient believed the 2.0 inr result to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or receive a change in medication based on the incident. The patient currently feels good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient does not have any hematocrit issues and does not have antiphospholipid antibodies. The patient only takes coumadin for his inr. The patient's coumadin dose has not been changed. The patient's diet has not changed and the patient has no additional illnesses. The patient has not started any new medications. The patient did not have any symptoms of bleeding or bruising. The patient's product has been requested for investigation and replacement product was sent to the patient. Retention test strips (lot 272163-21) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter and test strips were returned for investigation. The returned meter and test strips were tested with retention control material. Testing results (qc range = 1.9 - 2.9 inr): qc 1: 2.4 inr ; qc 2: 2.4 inr ; qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%.